Event description:
It was reported to covidien on april 24, 2009, that a customer had an issue with a peritoneal dialysis catheter. The customer reports on (B) (6), 2009, the patient had peritoneal dialysis catheter insertion. After one week, leaking noted from the port of tubing. On (B) (6), patient had surgery to pull out the catheter; doctor noted cuff had fallen off and the tube was broken. The catheter was replaced with another.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.